Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical condition of device included a ruptured downstream occlusion (dso) seal, and a remote dose cord pin stuck in the remote dose connector. Functional test was performed and found that the remote dose cord can't slide all the way into the remote dose connector. The remote dose connector and dso seal were replaced.

Event description:
It was reported that one pin was broken in handset remote control socket on pump. There was unknown patient involvement. Analysis also revealed a ruptured downstream occlusion (dso) seal.